Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, during first firing, when the device was set to the tissue and the handle was squeezed, then the jaws were closed. Thereafter, as the surgeon attempted to open the jaws to adjust the line for resection, but the jaws could not be opened, the surgeon removed the cartridge from the handle by force and replaced with a new cartridge. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient injury.